Manufacturer narrative:
Determination of root cause: assessment: the log file for the date of this patient's surgery was reviewed and indicated the surgery was completed without any user or system generated errors or messages and the system functioned within parameters throughout the case. A review of the complaint database showed no other complaints of undercorrection or decrease in bcva for the 12 months prior to the receipt of this complaint. Non-product factors including patient response to the laser ablation, patient healing characteristics and preoperative patient selection were reviewed. The patient presented to the clinic with an ocular history positive for contact lens (ctl) wear, and an indication that the lenses had been out for 2 days prior to this visit. She also was noted for having a (B) (6) baby. The uncorrected visual acuity (ucva) was counting fingers (cf), the manifest refraction (mr) and best corrected visual acuity (bcva) were -7.25-0.75x160, 20/20 and on (B) (6) 2009 underwent myopia with astigmatism lasik. During the one month postoperative period the patient demonstrated variable ucvas, and variable residual refractive errors and bcvas, with the final ones reported as, 20/40, -0.50sph, and 20/30 respectively. In this case, and as reported by the surgeon, the patient demonstrated a temporary 2 line loss of bcva. The term best corrected visual acuity (bcva) describes the highest measurable level of visual acuity based upon subjective responses with the aide of a corrective optical device. A loss of bcva after refractive surgery indicates that the postoperative bcva is less than the preoperative bcva. The severity is determined by the magnitude as found in the investigation, based upon the number of lines lost on the standard acuity chart. In this case the severity was determined to be serious. Nonetheless, the surgeon reported that the patient was not harmed or injured and the decrease in bcva was temporary. The apparent loss of bcva was reported at the one month post operative visit, at which the refractive state may have not stabilized, therefore providing an inaccurate measurement of the residual refractive error and bcva. The usual period for healing and vision/corneal stabilization after refractive surgery may take up to 3 months (1) (2) (3). Pre operative measurements were taken after the patient was 2 days out of ctl. There was no indication of type of ctl, (soft, hard, toric, daily or extended wear) and no evidence of refractive and corneal stability after ctl removal. De-adaption from a contact lens is necessary to allow the cornea and refractive state to stabilize providing an accurate measurement preoperatively (4) in order to develop an accurate treatment plan. This de-adaption time also depends on the type of ctl (5) (6) and should be followed by two week interval checkups to assess the corneal stability before laser surgery can be considered (6) (7)., the patient was noted for having a (B) (6) baby, and according to some surgeons, there is a possibility of corneal/refractive instability due to hormones produced during pregnancy, that may have lead/contributed to inaccuracies in the preoperative measurements (8) (9) (10). The patient demonstrated a negligible undercorrection that may also be associated with the non product factors mentioned above. The surgeon discussed the event with the medical monitor who agreed with the findings exposed above, provided him with some advice on reviewing his surgical nomogram and presented him options on how to proceed. The surgeon agreed with the medical monitor. References: (1) regression and its mechanisms after lasik in moderate and high myopia, chayet et al, ophthalmology, v 105:7, july 1998. (2) aao.org, refractive laser sx: an in-depth look @ lasik, a science writers guide, may 2008. (3) when good refractive surgery goes bad, lasik complications and what to do about them, cindy beeks, cont edu on the web, may 2003, pacific university. (4) pre operative screening of contact lens wear before refractive surgery, budak et al, jcrs, v 25, apr 1998. (5) refractive status before and after contact lens wear, vk dada, indian jour of oph, v 29:3, 1981. (6) topographic changes in contact lens induced corneal warpage, wilson et al, ophthalmology 1990, v 97. (7) topographical changes of the cornea, eef van der worp, silicone hydrogels editorial, oct 2007. (8) refractive error surgery, preferred practice pattern excerpt, aao sept 2007. (9) refractive surgery: an in-depth look at lasik, a science writer's guide, aao may 2008. (10) pregnancy or breastfeeding contraindication for lasik, all-laser....usaeyes.org. Conclusion: based on the results of the investigation of product and non-product factors, the device was not found to be a contributor to the decrease in bcva nor the undercorrection. However, the non-product related factors mentioned above may have been contributors. (B) (4). (B) (4).

Event description:
Adverse event: [1] undercorrection. [3] decreased bcva. A surgeon reported concerns over a patient's outcome following a lasik procedure on her right eye. There seemed to be a slight loss of bcva and a mild undercorrection. The postoperative refractions were reported as unstable and the eye may need some additional time to heal. The surgeon consulted with a medical monitor and stated he does not think the patient is harmed or injured and the decrease in bcva is temporary. No further information has been provided.